Event description:
Patient presented with a cracked hickman catheter, which was initially placed approximately fifteen months ago. After catheter was replaced patient noted to be diaphoretic with left sided numbness/weakness, and a noticeable facial droop. Stroke team notified. Patient suffered a acute stroke.